Manufacturer narrative:
No report yet from ge rep regarding this situation.

Event description:
It was reported that the 9800 system does not respond when the x-ray button is depressed. No pt injury reported.